Manufacturer narrative:
(B)(4).

Event description:
It was reported that an echo cardiogram revealed thrombus in the right atrium. A contrast was performed which noted no evidence of pulmonary embolism. No additional information was reported.